Manufacturer narrative:
Conclusion: sixty-six fluoroscopic cine loops and 6 fluoroscopic images of the valve load inspection, implant, and pre-and post-implant balloon dilatation were submitted for review of the event. As the patient summary was not supplied for anatomical review, it¿s not possible to confirm the correct valve size was chosen per instructions for use (IFU). In the recorded images, a pre-implant balloon aortic valvuloplasty (bav) with a 20 millimeter (mm) balloon is shown. The accessibility and perfusion of the left main artery (lma) and connected coronary arteries are being assessed. Imaging shows a coronary stent being parked pre-implantation in the left coronary artery (lca), ready to be dilated as a ¿chimney¿ as needed in a bailout situation. Imaging shows some degree of aortic insufficiency post-transcatheter aortic valve implant (tavi) which was subsequently treated with a post-implant bav using a 22 mm balloon. After this procedure, the patient was described to become hypotensive which the implant team reportedly attempts to mitigate with the dilation of the previously parked coronary stent. The stent was successfully placed in a ¿chimney¿ position at the lca¿s ostium and followed by a secondary dilation of the same stent balloon more proximal. No evidence could be found in the provided image material that the evolut¿ valve caused the blood pressure drop or a blockage of the lma. Common reasons for blood pressure drop include but are not limited to lca or right coronary artery (rca) occlusion, tamponade, peripheral bleeding, or stroke. Based on the supplied image material it¿s not feasible to conclusively determine the root cause of the blood pressure drop. Although the lma appears to be filling in the fluoroscopic images recorded after the bailout procedure, a blockage of the lma or connected arteries that subsequently led to the patient¿s demise cannot be ruled out. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. This event was reviewed by medical safety team. Upon review of the information provided, the primary event of moderate paravalvular leak, requiring post implant bav was assessed as likely related to the fx valve. Upon review of the information provided, the secondary event of hypotension and coronary artery occlusion requiring cardiopulmonary resuscitation (CPR) and leading to death, was assessed as likely unrelated to the fx valve. The physician noted the likely cause of death was due to a block of the left main coronary artery (lmca). It was reported that the implanted stent, that was placed pre-procedure as a chimney to the lmca, blocked the lma post balloon inflation and that the valve did not cause or contribute to the death. Image review supports this sequence of events. The adverse events reviewed in this medical safety assessment are known potential risks associated with the implantation of the fx valve. The reported harms and severities are documented in the risk files and instructions for use (IFU). No further safety assessment is required at this time. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. In this case, a post implant dilation was performed with a 22 mm balloon. Following the post dilation, the patient's pressure dropped. Hypotension is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. However, a conclusive cause could not be determined from limited information available. In this case, cardiopulmonary resuscitation (CPR) was performed, however was not successful. The patient died. The likely cause of death was due to a block of the lmca, and per the physician, the valve did not contribute to the death. It was reported that the implanted stent blocked the lma post balloon inflation. Per IFU, coronary occlusion is listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). However, a conclusive cause of the coronary occlusion could not be determined from the limited information available. It was unknown if an autopsy was performed. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inh erent risk when the patient condition is such that a transcatheter aortic valve (tav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. With the limited information available, a conclusive relationship between the device and the death could not be established. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-implant dilation was performed using a 20 mm balloon and a "chimney" to the left coronary artery. The valve was implanted. Moderate aortic insufficiency was reported, therefore the physician performed a post implant dilation with a 22 mm balloon. Following the post dilation, the patient's pressure dropped. Cardiopulmonary resuscitation (CPR) was performed, however was not successful. The patient died. The likely cause of death was due to a block of the left main coronary artery. It was reported that the implanted stent blocked the left main artery post balloon inflation.

Event description:
Additional information was received which clarified that a "chimney" was a catheter used as preparation to a stent placement. The moderate ai was classified as paravalvular leak (pvl). According to the physician, the valve did not contribute to the death.

Manufacturer narrative:
Updated b5. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.